Event description:
It was reported that the right ventricular lead exhibited high thresholds. The lead was explanted and replaced on 11/14/2013 . The condition of the patient was good after the procedure.